Manufacturer narrative:
Patient weight requested, but not provided. The device was discarded, so an engineering investigation could not be performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned to gore; therefore, an engineering evaluation could not be performed.

Event description:
It was reported as the physician was preparing to use the gore-tex® suture to sew the nipple on a patient, the suture just fell into pieces. It was reported this occurred with 2 sutures from the same box. Reportedly, one suture could not be kept for analysis as it fell into too many pieces. It was reported one was kept and will be sent back for analysis. Reportedly, the patient is doing well and is stable, however there was some delay to the surgery because of the incident. It was reported another gore suture from another box/lot which worked perfectly. Reportedly, the client mistakenly disposed of the suture that was used. It was reported the device fell into pieces during use.

Manufacturer narrative:
D1- brand name gore-tex® suture updated. Since neither of the devices involved with the incident were returned, the failure could not be confirmed. Manufacturing records were reviewed for and component lot was manufactured according to approved procedures and met all release specifications. Each fiber lot is qc tested for the knotted suture tensile strength characteristic. The knotted suture tensile strength test for the associated cut fiber was reviewed and was confirmed to meet all acceptance criteria. 100% of devices undergo visual inspection at cutting. The thread is inspected for damage or any abnormal condition that would produce a tensile strength anomaly. Based on the information available the reported issue could not be confirmed.